Manufacturer narrative:
Complaint evaluation: the customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Customer resolution and conclusion: according to fco86100182 and fco86100193, which has been provided to the customer, the processor pca was replaced. The system fully meets specification and returned to use. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device automatically restarted. There was no patient involvement.

Event description:
It was reported to philips that the device automatically restarted. There was no patient involvement.